Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This patient is implanted with two leads from same lot. It was reported the patient suffered a fall (B)(6) 2016 and since then has experienced intermittent stimulation to the right side. Lead diagnostics revealed high impedance on the right side and no anomalies on the left side. X-rays were to be taken. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the lead was removed and replaced.